Event description:
According to the reporter, during a thoracoscopy lung resection procedure, while setting the device, the connection was not completed when the reload was attached to the adapter.  After several attempts the connection was completed, but when the reload was moved a little the display showed non-connection again. The reload was initially replaced, but it was still the same. The adapter was then replaced and the reloads could be used without a problem. There was no patient injury. Pli10: medtronic's initial evaluation of the incident device found the root cause of the adapter failing to recognize the reload is out of position/bent gold pins.

Manufacturer narrative:
Concomitant medical products:¿ sigphandle (brand name: sig power sigphandle handle, serial number:unknown); sigpshell (brand name: sig power sigpshell control shell, lot number: unknown); unknown egia su (brand name: unknown endo gia sulu, lot number: unknown) evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The instrument was inspected for non reportable conditions. Visual inspection noted a bent gold pin. A bent pin could prevent proper contact and result in an intermittent connection. An attached reload may not be detected or the (single use loading unit)sulu-ID function may not work. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. It was reported that the device did not recognize the attached reload properly and the device was difficult to load. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The root cause of the adapter failing to recognize the reload is out of position/bent gold pins. This had foreseen risk and is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.